Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the coil fractured during insertion into aneurysm. The catheter was jailed behind an lvis evo stent. The coil was retrieved with a snare. The procedure was aborted after the coil remnant was removed. Additionally information indicated that another procedure is planned to coil the aneurysm, but has not been scheduled yet.

Event description:
A supplemental report is being submitted to report investigation findings, see h11.

Manufacturer narrative:
The investigation of the returned coil system found the pusher returned without the implant attached but no indications of activation using a detachment controller was observed on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.